Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported on (B)(6) 2022 that the patient was experiencing driveline power faults and low voltage advisory alarms on that same day. The log file analysis confirmed a driveline power b fault on (B)(6) 2022. The alarm had cleared and not returned according to the available log files. The log file analysis also confirmed low voltage alarms due to normal battery depletion. A pin was observed to be missing from the previously exchanged modular cable. Several attempts were made to clear the obstructing pin from the modular cable connector on the pump cable, but the modular cable was unable to be engaged fully. The patient had a driveline splice repair on (B)(6) 2022. The driveline was replaced with no issues and there were no further driveline power faults noted following the repair. Manufacturer report number of pump: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported on (B)(6) 2022 that the patient was experiencing driveline power faults and low voltage advisory alarms on that same day. The log file analysis confirmed a driveline power b fault on (B)(6) 2022. The alarm had cleared and not returned according to the available log files. The log file analysis also confirmed low voltage alarms due to normal battery depletion. A pin was observed to be missing from the previously exchanged modular cable. Several attempts were made to clear the obstructing pin from the modular cable connector on the pump cable, but the modular cable was unable to be engaged fully. The patient had a driveline splice repair on (B)(6) 2022. The driveline was replaced with no issues and there were no further driveline power faults noted following the repair. Manufacturer report number of pump: 2916596-2022-00777.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The reported event of a broken pin in the inline connector was confirmed via evaluation of the returned modular cable (lot number: 7674429). The submitted log file and the log file downloaded from the returned system controller (serial number: (B)(6)) contained data spanning 5 days combined (28jan2022 ¿ 02feb2022 per the timestamp). A driveline power fault alarm activated on (B)(6) 2022 at 9:33:21 due to the current sense on line b dropping below the threshold amperage. The alarm was cleared on (B)(6) 2022 at 11:26:20 and did not activate again in the log files. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2022 at 12:39:52 to exchange the system controller. No other notable alarms were active in the log files. The pump maintained a speed above the low speed limit while the driveline was connected. Visual inspection of the returned modular cable revealed that part of pin 2 of the inline connector, which corresponds to the communication a wire, had broken off. A white and green substance consistent with dried fluid was also observed in the inline connector. The modular cable was functionally tested on a mock circulatory loop with the returned system controller and with a test system controller and the driveline power fault alarm was not able to be reproduced, including when the modular cable was manipulated by hand. It was noted during testing that a driveline communication fault alarm associated with a com a fault could be intermittently produced if the inline connector was not fully connected to the pump cable due to the broken pin in the inline connector not making a full connection with the pump cable connector socket. No other notable alarms were observed during testing and the pump operated above the low speed limit without issue. The integrity of the internal wires of the modular cable was tested and no issues were observed. The polyurethane jacket and underlying layers were removed to inspect the underlying wires and no damage was observed. The root cause of the reported driveline power fault alarms could not be conclusively determined through this analysis; however, the observed fluid ingress in the modular cable inline connector could have contributed to the alarms. The root cause of the broken pin in the inline connector could not be conclusively determined through this analysis. Multiple requests for the lot number of the modular cable were made; however, no response was received. Review of the device history records for the pump associated with this patient, (B)(6), revealed that modular cable lot number 7674429 was packaged and shipped with (B)(6). Review of the patient history did not reveal any prior modular cable exchanges, therefore, modular cable 7674429 would still be in use during the reported event. Device history records for the modular cable were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault and driveline communication fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 5 entitled ¿surgical procedures¿ warns: ¿keep connectors clean and dry and away from water or liquid. If the connectors come into contact with water or liquid, the system may fail to operate properly or you may get a serious electric shock.¿ section 6 entitled ¿patient care and management¿ explains how to clean and care for the driveline. This section also provides instructions for showering. Section 8 entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. This section also advises not to immerse equipment in water or liquid. Heartmate 3 patient handbook section 4 "living with the heartmate 3" contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." This section also provides instructions for showering. Section 6 "caring for the equipment" also describes how to care for and clean the driveline. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.